Manufacturer narrative:
Zoll circulation has not received the product in complaint. A supplemental report will be filed if and when the product is returned and investigation has been performed.

Event description:
It was reported that the autopulse nimh battery gave low run time on the autopulse platform of approximately 10 minutes. No adverse patient sequelae was reported. No further information was provided.